Event description:
It was reported that one day post implant it was found that the right ventricular (rv) lead was dislodged. It was noted that the patient had a high pulmonary artery pressure, which may have contributed to the dislodgement. The lead was turned off pending repositioning. While under anesthesia for the lead repositioning the patient experienced a decrease in heart rate and pulse, requiring cardiopulmonary resuscitation and intubation. The lead was repositioned and remains in use. The patient was stable and extubated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).